Event description:
This 12mm x 2.50mm apex balloon catheter was returned to the manufacturer with no complaint information. Information received by the analysis site indicates that there is a pinhole in the balloon. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device had identified that there was blood and contrast media inside the balloon and inflation lumen. An examination of the balloon found no tears however, when positive pressure was applied to the balloon, a pinhole leak was confirmed. The leak was located at the proximal balloon cone/waist transition. The centre of the balloon appeared to have a dog bone appearance. A detailed examination of the balloon section of the device found that the distal outer was extending past the balloon waist for approximately 2.5mm in length into the balloon. A microscopic examination of the proximal transition of the balloon found that it had extended right back to the proximal weld site. There was no evidence of the un-bonded region which should be present between the proximal balloon transition and the proximal weld. This is consistent with over inflation of the balloon which results in the balloon waist and proximal balloon cone elongating back to the proximal weld. As a result of the elongation more outer is revealed inside the balloon. It is noted that the location of the distal outer, would not have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
This 12mm x 2.50mm apex balloon catheter was returned to the manufacturer with no complaint information. Information received by the analysis site indicates that there is a pinhole in the balloon. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).